Manufacturer narrative:
H4 manufacturing date ¿ added, h3 device evaluated by mfg ¿updated, d4 expiration date - added, d2a common device name - updated, d2b product code ¿ updated, g4 PMA/510k - updated, d4 gtin - updated, d9 product available to stryker ¿ updated, d9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was returned. The introducer sheath, including the distal tip opening, was undamaged. The stent delivery wire (sdw) was kinked/bent at several locations along its length. The stent was not present inside the sheath and was no longer loaded on the sdw. The stent was returned deployed inside the lumen of a microcatheter. It was not possible to flush the microcatheter due to an unknown blockage in the lumen. Several unsuccessful attempts were made to remove the stent by advancing an 0.0160" mandrel from the hub end and also through the distal end of the microcatheter. Failing this, the microcatheter was cut open and the stent was then removed. The stent was noted to be deformed and additional damage (breakage/fracture) occurred to the stent during the cutting process which will not be coded for. The stent had an unknown material present at the distal and proximal ends and the material also appeared to be causing a constriction in the middle of the stent. During functional inspection the reported event ¿stent deployed prematurely during use¿ was confirmed. The reported event ¿stent difficult/unable to advance or pullback through catheter¿ and ¿sdw friction¿ was not possible to confirm as the stent was no longer loaded on the sdw. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'stent deployed prematurely during use' was visually confirmed. The reported events 'stent difficult/unable to advance or pullback through catheter' and 'sdw friction' could not be replicated as the stent was returned deployed inside a microcatheter. However. The analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as 'moderately tortuous'. It was reported that 'the operator used microcatheter to deliver the subject stent. During delivery after tip of the stent was delivered into microcatheter resistance was encountered and it could not be delivered any more. The operator withdrew the stent and found the delivery wire could not be retracted. He added some force to pull and the stent was deployed in the microcatheter'. The stent was returned for analysis deployed inside the lumen of a microcatheter, approximately 3cm from the distal end of the moulded hub. It was not possible to flush the microcatheter due to the blockage created by the stent. Following several unsuccessful attempts to advance the stent using a 0.0160" mandrel inserted from both the distal and proximal ends of the microcatheter, the microcatheter was cut. It was still not possible to push the stent out so the microcatheter needed to be cut at the point where the stent was deployed. This resulted in some damage to the stent which is not being coded for. Once the stent was removed it was noted to be deformed. It was also noted that the stent had some material present at the distal and proximal ends and there was also material present which was causing a constriction in the body of the stent. The introducer sheath was returned and was undamaged. The stent delivery wire (sdw) was also returned and had several kinks/bents present, particularly near the distal end of the wire. Given the event description and the condition of the analyzed device sub-components, it is possible that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap. The user will then experience increased resistance while attempting to advance the stent into the microcatheter, resulting in damage to the stent and also the sdw. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the reported events: ¿stent deployed prematurely during use' , 'stent difficult/unable to advance or pullback through catheter' and 'sdw friction' and analyzed events: ¿sdw kinked/bent¿, ¿stent deformed¿ and ¿stent deployed prematurely during use¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during one stent assisted coil embolization procedure, the operator used a microcatheter to deliver the subject stent. During delivery a resistance was encountered and the operator decided to withdraw the subject device, however, the delivery wire could not be retracted. The operator applied some force and the subject stent deployed in the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during one stent assisted coil embolization procedure, the operator used a microcatheter to deliver the subject stent. During delivery a resistance was encountered and the operator decided to withdraw the subject device, however, the delivery wire could not be retracted. The operator applied some force and the subject stent deployed in the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.